Manufacturer narrative:
Internal complaint reference: case (B)(4) the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed to power up. Power failure was caused by a defective electronic component on the power supply. The complaint was confirmed and the root cause has been determined to be a defective electronic component. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case - (B)(4).

Event description:
It was reported that, the "light source, 500xl xe" did not power on. It is unknown if the event happened during surgery. Therefore, no patient involvement or surgical complications could be confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.